Manufacturer narrative:
D9: product received date 17-sep-2024. H3: one device was returned for repair. Review of the event log shows error code matching the complaint. The device has not previously in for service. Error code 46446 was confirmed through functional testing. It was found that the downstream occlusion (dso) seal was peeling up. Replaced the dso seal and performed dso and upstream occlusion sensor calibration. Performed verification testing and device passed all testing criteria.

Event description:
It was reported that the pump had error code (ec) 46446. Occurred during testing. No patient involvement was reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.